Manufacturer narrative:
Update to d9: device returned to manufacturer. Update to h3: sample evaluated. Update to h6: type of investigation. Update to h6: investigation findings.

Manufacturer narrative:
According to the customer, on (B)(6) 2024 during insertion of a central line the "dilator" was unable to be inserted over the guidewire due to "feeling resistance", and when attempting to remove the guidewire, it began to "fray or unravel". The customer reported the physician was able to successfully remove the guidewire without patient injury by "grasping" a portion of the guidewire that was "intact" and "still visible just outside of the patient". The customer reported another line was successfully inserted with another kit after the incident occurred. The customer did not report any serious injury related to the reported event. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, on (B)(6) 2024 during insertion of a central line the "dilator" was unable to be inserted over the guidewire due to "feeling resistance", and when attempting to remove the guidewire, it began to "fray or unravel".